Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states they noticed cracks on their screen. The customer's blood glucose level at the time of incident was 112mg/dl. The customer states the crack is horizontal across the screen. The customer states that low readings are difficult to read. The customer declined to accept continuation of therapy pump. The customer states the will be speaking with representative about upgrade. The customer was advised to monitor the device.